Manufacturer narrative:
Submissions to the https://esgtest.FDA.gov/ environment were conducted in good faith that envoy medical was following all MDR submission requirements per the 21cfr803 regulation. The issue is under corrective action investigation and this submission is part of the containment activity for that issue.

Event description:
Post-auricular skin breakdown. At the time of the procedure, the patient's leads and header were visible. The likely reason for the issue was an anterior sp and the patient's use of eye glasses, resulting in excessive skin tension. Revision surgery was performed to repair wound. History: (B)(6) 2006 - initial implant; (B)(6) 2006 - follow up visit - no issues; (B)(6) 2009 - battery replacement - no issues; (B)(6) 2014 - battery replacement - no issues; (B)(6) 2014 - fitting - no indication of wound in reports, no issues; (B)(6) 2015 - revision surgery to repair wound. Sp was replaced at this time.